Event description:
Additional information received reported that the cause for the pump stopping was incorrect programming. The actions taken to resolve the issue was they reprogrammed. The status of the device was noted as functional.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (10 mg/ml at 3 mg/day) via an implanted pump. The indication for pump use was spinal pain. The patient reported that on saturday her pump started alarming. Per the patient, it was the critical alarm, and it was alarming every 10 minutes. She stated hat saturday she called the doctor on call who told her that if she was going through withdrawal, she should take her oral meds that she took for breakthrough pain and then if that didn¿t help, she should go to the ER (emergency room) rather than meeting at the clinic to read the pump. About 1:30 am that night she started going through severe withdrawals. She took her oral meds about 5 am sunday morning; went to the ER; and called the on-call doctor to speak to the doctor at the ER, but the on-call doctor didn¿t. Today, she went to the doctor and the doctor she saw told her that when she went in for her fill on (B)(6) 2021, the volume on the pump was not reset after the refill, so the pump thought that it was out of medication and stopped even though it was not out of medication.